Event description:
The user facility reported that bronchial wash specimens of ten pts without apparent disease tested positive for pseudomonas aeruginosa after undergoing therapeutic bronchoscopies with two different bronchoscopes. One of the bronchoscopes had reportedly been used previously on pts with pre-existing diagnosis pseudomonas aeruginosa infection. The hospital reported that they had cultured the bronchoscope and the cultures had been negative. There was no detailed info regarding the pts on whom the device was used, other than six were said to be on ventilators, and six were said to be in intensive care due to unrelated illnesses. Hosp personnel provided conflicting info regarding the status of the pts, but at least one clinician stated that some of the pts on whom the device was used may have expired. The cause of death has not been provided at this time.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was sent to an off-site laboratory for microbiological testing. A physical examination of the device will be performed following the result of the microbial testing. An olympus endoscope service specialist has been dispatched to the facility, performed a review of the facility's bronchoscope reprocessing techniques and noted deficiencies in the reprocessing. Olympus is continuing to work with the facility to gather add'l info. A supplemental report will be provided within 30 days. This report is being filed as an MDR in an abundance of caution.